Event description:
The pump was being replaced prophylactically to avoid in-vivo battery depletion. During the pump replacement surgery, they were unable to aspirate the catheter; the catheter was occluded. The pump and a portion of the catheter were replaced. The pt experienced a csf leak. The pt recovered without sequela. The device system was used to deliver dilaudid, bupivacaine, and fentanyl.

Manufacturer narrative:
(B)(4): the pump and catheter have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.